Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12048. It was reported the pt has stimulation but his ipg battery is getting low. It was also reported the charger's top two lights flash yellow and the charger beeps twice every two seconds, but the connector has not come loose. A new charger was sent to the pt. It was reported the pt feels some uncomfortable heating while charging. It was also reported he stops charging when this occurs. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device model number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.